Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21 and 07p51-31.

Event description:
The customer reported a false decreased b-hcg result from (B)(6) 2019 (reagent lot 87414ui00), when processing on the alinity I. The following patient data was provided: on (B)(6) 2019: 28847 u/l. On (B)(6) 2019 (new sample): 8474 u/l. On (B)(6) 2019 (repeat of the new sample): 38889 u/l. The customer also reported the patient was experiencing bleeding and the physician assessed the situation as an abortion, since a few days prior, the b-hcg result was 28847 u/l. At this point the customer states nothing was detected on the ultrasound. The patient was given cytotec by the physician. The patient returned to the clinic expressing that she feels pregnant and the customer reports that the ultrasound is now detecting something. A repeat measurement has been ordered. No additional patient information or details have been provided.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using in-house retained kit, a review of product quality history, and a review of product labeling. The ticket searches did not identify abnormal complaint activity for the likely cause lot for the failure mode. The complaint trending report review determined that there is no adverse trend for the issue for the product, however non-statistical trends were identified related to the occurrence of falsely depressed results across a number of lots for the alinity I total b-hcg assay. Testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. A review of the product quality history system did not identify issues associated with the customer observation. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.